Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced sensor anomaly. Customer¿s blood glucose level was unknown. Customer advised when they removed the sensor the needle was missing and the issue occurred two times. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
We inspected two opened and used enlite sensors; performed visual inspection and found both sensors with cannula retracted inside sensor base. We were unable to confirm customer received sensors in said condition due to customer returned opened and used. No missing parts were detected during analysis.